Event description:
Patient presented to the physician with potential infection, chest discomfort and swelling. Physician prescribed antibiotics. Patient presented back to the physician with wound dehiscence at the ipg incision site. Physician brought the patient into the operating room, cultured the area, and removed the entire inspire system. Patient returned for follow-up and drain from chest incision was removed and the culture returned with non-tb mycobacteria infectious growth. Patient is now on a 6 month course of antibiotics. Patient is doing fine medically.